Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a hypotube in two pieces, the shaft, balloon and tip of a quantum maverick balloon catheter; the hub was not returned for analysis. The outer shaft, inner shaft, balloon and tip were microscopically examined. The distal hypotube, shaft, balloon and tip were completely separated 50.6cm from the distal tip. 81.5cm of the proximal hypotube was returned, the proximal end of the hypotube is separated and the hub was not returned. The fracture faces were oval as if kinked prior to separation. There are numerous hypotube and shaft kinks. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 03-aug-2018. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the leison. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, the returned device analysis revealed hypotube break and hub detached/separated.